Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus pen would not calibrate. The user was advised to return the programmer for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comments that the stylus of the programmer would not calibrate and the display issue. The connection between the overlay and xy printed circuit board (pcb) was reseated and the stylus was calibrated. The hard drive was reconfigured and the software was reloaded and updated. The programmer then passed final function and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that in attempting to calibrate the stylus, the 'other' option on the programmer was not available even after rebooting. The programmer would not get to the calibration screen. The programmer was received into repair.